Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug which was implanted on (B)(6)2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿direct hernia sac was ligated. A perfix plug (device 1) was placed into the defect, sutured in place to transversalis fascia and to the inguinal ligament. The mesh patch was placed and sutured in place medially to pubic tubercle.¿ (B)(6)2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device 2). Per op notes, ¿the recurrence was noted. The preperitoneal fat was herniated through recurrence. A piece of bard flat mesh (device 2) was placed and tacked in place anteriorly using capsure tacks.¿